Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ngage nitinol stone extractor's basket wire detached during holmium laser lithotripsy with ureteral flexible endoscope procedure. The user found the stone and was ready to use the device when the issue was found. A laser was not used at the same time. The procedure was completed by using another same-like device. A customer provided picture appears to show a basket wire pulled from the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported the ngage nitinol stone extractor's basket wire detached during holmium laser lithotripsy with ureteral flexible endoscope procedure. The user found the stone and was ready to use the device when the issue was found. A laser was not used at the same time. The procedure was completed by using another same-like device. A customer provided picture appears to show a basket wire pulled from the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device in an open package with label was returned to cook for evaluation. Upon visual inspection, all of the basket wires had been pulled from sheath. The support sheath was broken. The basket sheath was observed to be kinked and bent in several areas. The returned device was found to have a basket that would not open due to separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath did not hold the two components together. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_shef_rev1] packaged with the device did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.